Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 3 was not sensing to open. A field service engineer replaced position sensor to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed. The customer stated that when they tried to pull the medication for patient the drawer was failed due to there was a delay in dispensing workflow. The customer indicated that they were able to retrieve the medication through pharmacy. There were no adverse events or injuries reported based on this event.